Event description:
The lay user/patient called lifescan (lfs) on february 28, 2008 and alleged that her one touch ultra meter was giving her error 5 messages. The medical affairs specialist is classifying the complaint based on the info available, as the pt could not be reached by phone to obtain additional info. According to the pt, the reported issue started in 2008 at around 2:00 pm. The pt reported of experiencing shakiness sometime after the issue started. She treated herself with food and drink. She denied of receiving medical intervention or testing on another device at the time of concern. The customer service agent (csa) verified that the pt was using incorrect technique to test. The csa was able to resolve the issue by training. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of not being able to test her blood sugar due to the reported issue and later felt shakiness, a symptom, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.